Manufacturer narrative:
Event date (B)(6) 2018. Report date 25sep2018. (B)(4). Philip's international service technician replaced the lithium-ion battery to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, philip's international service technician found that the device failed the battery test. There was no patient involvement.